Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the daily inspection, an 840 ventilator had a reset error and the graphical user interface (gui) display was inoperable. The ventilator was not in use on a patient at the time of the event occurred. The device was evaluated and the alleged condition was verified. The gui printed circuit board (pcb) was replaced. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Correction to the PMA / 510k #. Correction to evaluation codes method, result and conclusion. Device evaluation: the graphical user interface (gui) printed circuit board (pcb) xena ii was returned for failure investigation. The pcb was visually inspected and functionally tested with no anomalies observed. Conclusion: there was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.